Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300 something mg/dl and 180 mg/dl.strips used during the comparison is unavailable for return. No death or serious injury reported.requested return of suspect device and replacement was sent.